Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the clip did not position on the tip of the needle. The nurse pricked his hand. An eas has been declared by the service.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for investigation. Without a sample a thorough investigation could not be performed. A review of the batch and manufacturing records revealed no abnormalities or nonconformities. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container. No specific conclusion can be drawn.